Event description:
The customer stated that an (B)(6) year old male pt who was confused and disoriented was placed on the etco2 monitoring. The pt managed to detach the mouth guard from the yg-122t nasal adapter with his tongue and/or lips. The mouth guard was found by the nursing staff in his mouth. There was no harm to the pt. Etco2 monitoring had to be discontinued.